Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one spacemaker preperitoneal distal balloon opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. The reported condition for this incident states that while inflating the balloon it ruptured during an inguinal hernia repair procedure. The balloon was disengaged from the instrument. Functionally, the condition of the device precludes functional evaluation. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to disengaged balloon, the reported condition was confirmed. Replication of the reported condition may occur when applying excessive force on the cannula towards the balloon while the balloon was inflated during clinical application.

Manufacturer narrative:
(B)(4). A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. (B)(4).

Event description:
According to the reporter during a laparoscopic inguinal hernia procedure the surgeon was using balloon to dissect tissue, while inflating the balloon, it ruptured. Surgeon realized the balloon was defective and removed it from the patient. It was also reported that there was no injury to the patient.